Event description:
Boston scientific received information that defibrillation threshold testing was initially performed at implant and this implantable cardioverter defibrillator (ICD) had failed at both 31 and 41 joules. The patient was hard to sedate and the physician at that time did not want to reopen the pocket. Recently, the patient was to have an additional ead placed. However, upon reopening the pocket the df pins of the right ventricular (rv) lead were reversed in the header. Once corrected the patient was successfully converted at 21 and 31 joules. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.